Event description:
(B)(4).

Manufacturer narrative:
The mask was not returned to resmed for investigation. The pt discarded the mask. The pt is currently being treated by an eye specialist. Pt is currently on therapy using a different mask system. The safety risk and occurrence rate for this incident have been assessed. Resmed's risk analysis concludes that the risk is acceptable. (B)(4).